Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation: (fallopian tubes)'), uterine perforation ('perforation: (uterus)/migration/migration of essure device location of device: uterus'), device breakage ('device breakage') and pelvic abscess ('abscess- yes') in a 39-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included depression from 2009 to 2013, pelvic bone pain and drug-induced pruritus. Previously administered products included for an unreported indication: venlafaxine 75 mg. Concurrent conditions included overweight. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pelvic pain/right lower pelvic region/sharp shooting pain and constant dull ache") and migraine ("migraines / headaches"). In (B)(6) 2014, the patient was found to have weight increased ("weight gain") and weight decreased ("weight loss"). On an unknown date, the patient experienced pelvic abscess (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia/apareunia (inability to have sexual intercourse)"), abdominal pain ("abdominal pain"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), alopecia ("hair loss") and uterine prolapse ("prolapsed uterus"). The patient was treated with surgery (salpingectomy (unilateral), tubal ligation on (B)(6) 2014 and salpingectomy (unilateral), tubal ligation on (B)(6) 2014, hysterectomy (full)). Essure was removed on (B)(6) 2019. At the time of the report, the fallopian tube perforation, uterine perforation, device breakage, pelvic abscess, bladder disorder, urinary tract disorder, weight increased, weight decreased, migraine, alopecia and uterine prolapse outcome was unknown and the dysmenorrhoea, dyspareunia, female sexual dysfunction, abdominal pain and pelvic pain had resolved. The reporter considered abdominal pain, alopecia, bladder disorder, device breakage, dysmenorrhoea, dyspareunia, fallopian tube perforation, female sexual dysfunction, migraine, pelvic abscess, pelvic pain, urinary tract disorder, uterine perforation, uterine prolapse, weight decreased and weight increased to be related to essure. The reporter commented: current weight 165 lbs. There were 2 trailing coils on the right side and left side with 7 trailing coils noted. Discrepancy- date(s) of removal: (B)(6) 2019, (B)(6) 2014. Date of other essure related surgery- (B)(6) 2019 . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: bilateral occlusion. Bilaterally occluded tubes. Left essure device appears to be in appropriate position. The majority of the right essure is in the midline. Small portion of the essure device remains at the occluded portion of the fallopian tube.. Concerning the injuries were reported in this case, the following ones were described in patient's medical record: dysmenorrhea (cramping), device migration, pelvic pain, dyspareunia, uterine prolapse. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 9-jun-2021: mr received : reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation: (fallopian tubes)'), uterine perforation ('perforation: (uterus)/migration/migration of essure device location of device: uterus'), device breakage ('device breakage') and pelvic abscess ('abscess- yes') in a 39-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included depression from 2009 to 2013, pelvic bone pain and drug-induced pruritus. Previously administered products included for an unreported indication: venlafaxine 75 mg. Concurrent conditions included overweight. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pelvic pain/right lower pelvic region/sharp shooting pain and constant dull ache") and migraine ("migraines / headaches"). In (B)(6) 2014, the patient was found to have weight increased ("weight gain") and weight decreased ("weight loss"). On an unknown date, the patient experienced pelvic abscess (seriousness criterion medically significant), female sexual dysfunction ("apareunia/apareunia (inability to have sexual intercourse)"), abdominal pain ("abdominal pain"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), alopecia ("hair loss") and uterine prolapse ("prolapsed uterus"). The patient was treated with surgery (salpingectomy (unilateral), tubal ligation on (B)(6) 2014, hysterectomy (full)). Essure was removed on (B)(6) 2019. At the time of the report, the fallopian tube perforation, uterine perforation, device breakage, pelvic abscess, bladder disorder, urinary tract disorder, weight increased, weight decreased, migraine, alopecia and uterine prolapse outcome was unknown and the dysmenorrhoea, dyspareunia, female sexual dysfunction, abdominal pain and pelvic pain had resolved. The reporter considered abdominal pain, alopecia, bladder disorder, device breakage, dysmenorrhoea, dyspareunia, fallopian tube perforation, female sexual dysfunction, migraine, pelvic abscess, pelvic pain, urinary tract disorder, uterine perforation, uterine prolapse, weight decreased and weight increased to be related to essure. The reporter commented: current weight 165 lbs. There were 2 trailing coils on the right side and left side with 7 trailing coils noted. Discrepancy- date(s) of removal: (B)(6) 2019, (B)(6) 2014. Date of other essure related surgery- (B)(6) 2019. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: bilateral occlusion. Bilaterally occluded tubes. Left essure device appears to be in appropriate position. The majority of the right essure is in the midline. Small portion of the essure device remains at the occluded portion of the fallopian tube. Concerning the injuries were reported in this case, the following ones were described in patient's medical record: dysmenorrhea (cramping), device migration, pelvic pain, dyspareunia, uterine prolapse. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-jun-2020: pfs received: reporter was added. Essure removal date updated. Abscess was added as a event. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation: (fallopian tubes)'), uterine perforation ('perforation: (uterus)'), device dislocation ('migration ') and device breakage ('device breakage') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia"), abdominal pain ("abdominal pain"), pelvic pain ("pelvic pain"), bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems") and was found to have weight increased ("weight gain") and weight decreased ("weight loss"). The patient was treated with surgery (salpingectomy (unilateral) and salpingectomy (unilateral).). Essure was removed on (B)(6) 2014. At the time of the report, the fallopian tube perforation, uterine perforation, device dislocation, device breakage, bladder disorder, urinary tract disorder, weight increased and weight decreased outcome was unknown and the dysmenorrhoea, dyspareunia, female sexual dysfunction, abdominal pain and pelvic pain had resolved. The reporter considered abdominal pain, bladder disorder, device breakage, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, female sexual dysfunction, pelvic pain, urinary tract disorder, uterine perforation, weight decreased and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2014: bilateral occlusion. Most recent follow-up information incorporated above includes: on 09/03/2019: plaintiff fact sheet was received. Event-injury updated to new events added from pfs- dysmenorrhea (cramping), dyspareunia (painful sexual intercourse)¸ apareunia, pelvic pain, abdominal pain, device breakage, migration, fallopian tube perforation, uterine perforation, bladder problems, urinary problems, weight gain, weight loss. Reporter information, date of birth, events outcome, lab data were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation: (fallopian tubes)'), uterine perforation ('perforation: (uterus)/migration/migration of essure device location of device: uterus'), device breakage ('device breakage') and pelvic abscess ('abscess- yes') in a 39-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included depression from 2009 to 2013, pelvic bone pain and drug-induced pruritus. Previously administered products included for an unreported indication: venlafaxine 75 mg. Concurrent conditions included overweight. On (B)(6) -2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pelvic pain/right lower pelvic region/sharp shooting pain and constant dull ache") and migraine ("migraines / headaches"). In (B)(6) 2014, the patient was found to have weight increased ("weight gain") and weight decreased ("weight loss"). On an unknown date, the patient experienced pelvic abscess (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia/apareunia (inability to have sexual intercourse)"), abdominal pain ("abdominal pain"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), alopecia ("hair loss") and uterine prolapse ("prolapsed uterus"). The patient was treated with surgery (salpingectomy (unilateral), tubal ligation on (B)(6)2014 and salpingectomy (unilateral), tubal ligation on (B)(6) 2014, hysterectomy (full)). Essure was removed on (B)(6) 2019. At the time of the report, the fallopian tube perforation, uterine perforation, device breakage, pelvic abscess, bladder disorder, urinary tract disorder, weight increased, weight decreased, migraine, alopecia and uterine prolapse outcome was unknown and the dysmenorrhoea, dyspareunia, female sexual dysfunction, abdominal pain and pelvic pain had resolved. The reporter considered abdominal pain, alopecia, bladder disorder, device breakage, dysmenorrhoea, dyspareunia, fallopian tube perforation, female sexual dysfunction, migraine, pelvic abscess, pelvic pain, urinary tract disorder, uterine perforation, uterine prolapse, weight decreased and weight increased to be related to essure. The reporter commented: current weight 165 lbs. There were 2 trailing coils on the right side and left side with 7 trailing coils noted. Discrepancy- date(s) of removal: (B)(6) 2019, (B)(6) 2014. Date of other essure related surgery- (B)(6) 2019. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: bilateral occlusion. Bilaterally occluded tubes. Left essure device appears to be in appropriate position. The majority of the right essure is in the midline. Small portion of the essure device remains at the occluded portion of the fallopian tube.. Concerning the injuries were reported in this case, the following ones were described in patient's medical record: dysmenorrhea (cramping), device migration, pelvic pain, dyspareunia, uterine prolapse. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-jul-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation: (fallopian tubes)'), uterine perforation ('perforation: (uterus)/migration/migration of essure device location of device: uterus') and device breakage ('device breakage') in a 39-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included depression from (B)(6) to (B)(6) , pelvic bone pain and itching. Previously administered products included for an unreported indication: venlafaxine 75 mg. Concurrent conditions included overweight. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pelvic pain/right lower pelvic region/sharp shooting pain and constant dull ache") and migraine ("migraines / headaches"). In (B)(6) 2014, the patient was found to have weight increased ("weight gain") and weight decreased ("weight loss"). On an unknown date, the patient experienced female sexual dysfunction ("apareunia/apareunia (inability to have sexual intercourse)"), abdominal pain ("abdominal pain"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), alopecia ("hair loss") and uterine prolapse ("prolapsed uterus"). The patient was treated with surgery (salpingectomy (unilateral), tubal ligation on (B)(6) 2014). Essure was removed on (B)(6) 2014. At the time of the report, the fallopian tube perforation, uterine perforation, device breakage, bladder disorder, urinary tract disorder, weight increased, weight decreased, migraine, alopecia and uterine prolapse outcome was unknown and the dysmenorrhoea, dyspareunia, female sexual dysfunction, abdominal pain and pelvic pain had resolved. The reporter considered abdominal pain, alopecia, bladder disorder, device breakage, dysmenorrhoea, dyspareunia, fallopian tube perforation, female sexual dysfunction, migraine, pelvic pain, urinary tract disorder, uterine perforation, uterine prolapse, weight decreased and weight increased to be related to essure. The reporter commented: current weight 165 lbs. There were 2 trailing coils on the right side and left side with 7 trailing coils noted. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: bilateral occlusion. Bilaterally occluded tubes. Left essure device appears to be in appropriate position. The majority of the right essure is in the midline. Small portion of the essure device remains at the occluded portion of the fallopian tube. Concerning the injuries were reported in this case, the following ones were described in patient's medical record: dysmenorrhea (cramping), device migration, pelvic pain, dyspareunia, uterine prolapse. Most recent follow-up information incorporated above includes: on 17-oct-2019: pfs & mr received- new events migraine/headaches, hair loss and prolapsed uterus were added. Event onset date was added. Medical history were added.patient's height, weight and race were added. Reporter's information was added. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.